Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue and resume insulin delivery. There was no reported adverse impact.